Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary for (B)(4): battery - high impedance. The elective replacement indicator (eri) is the result of high internal battery resistance.

Event description:
It was reported that the device reached elective replacement indicators (eri) after five years. A check of the battery is requested, indicating suggestion of possible premature battery depletion. The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Event description:
It was reported that the device reached elective replacement indicators (eri) after (B)(6). A check of the battery is requested, indicating suggestion of possible premature battery depletion. The device was replaced. No patient complications were reported as a result of this event.